Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of a 5 cracked cartridges over last few weeks. No patient harm. Additional information has been received and stated that the event occurred during the procedure, the lens was damaged. The procedure was completed with new cartridge and lens.